Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aq-1016v intraocular lens in the right eye. However, during insertion of the lens, the lens twisted and went into the vitreous. The lens was removed, a vitrectomy was performed and another lens was implanted. Preop best corrected visual acuity was 20/100, postop visual acuity was 20/30. The surgeon said the pt is doing good and pt is happy with their visual outcome.